Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 06-aug-2023, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) was discarded and the valve remains implanted. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was withdrawn, the dcs nose cone caught on the valve paddle and dislodged the valve. A second valve was subsequently implanted. The patient was stable. No additional adverse patient effects were reported.

Manufacturer narrative:
Concomitant medical products: other relevant device(s) are: product ID: evproplus-29us, serial/lot #: (B)(4), ubd: 06-aug-2023, UDI#: (B)(4). Product analysis: the delivery catheter system (dcs) was discarded and the valve remains implanted. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic valve, as the delivery catheter system (dcs) was withdrawn, the dcs nose cone caught on the valve paddle and dislodged the valve. A second valve was subsequently implanted. The patient was stable. No additional adverse patient effects were reported.